Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05370 it was reported that the patient was experiencing insufficient tremor suppression. Surgical intervention took place where additional stn leads were implanted to address the issue. The patient is still in the hospital being transferred to a rehab facility. Patient he currently only has stn stimulation active. Surgical intervention may take place at a future date to address the issue.